Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The other applicable components are: product ID: 3057, lot# unknown, product type: screening device.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. It was reported that the patient thought their lead had moved. They called their doctor and would have to call tomorrow, meaning the day following the report, stating it wasn't an emergency. There were no symptoms or further complications reported or anticipated.